Event description:
The pt had experienced prolonged hypoglycemia during october 1996 and returned her pump to the MFR for svc claiming the pump over-delivered. The pump was checked, found to be working properly, and returned. On 6/24/97 she indicated that the pump over-delivered which resulted in her hospitalization for diabetic shock.